Event description:
Customer reported button error alarm. Customer states that she was able to clear the alarm in the past by removing the battery but not this time. The blood glucose reading is 487 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. No button error alarm minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.